Event description:
A customer contacted beckman coulter regarding four erroneous troponin (accu tnl) results, for six patient's that were generated by the unicel dxl 800 access instrument. It is not clear if the results were reported out of the lab. The customer repeated all of the patient samples for accu tnl. The repeated results were 0.63 ng/ml, 2.9 ng/ml, 1.38 ng/ml,0.66 ng/ml, 5.37 ng/ml and 5.28ng/ml for patients 1 to 6 respectively. All of the samples were retested and the results were <0.03 ng/ml, 0.1 ng/ml, <0.03 ng/ml, 0.25 ng/ml, <0.03 ng/ml and <0.03 ng/ml respectively for pt's 1 to 6. The customer indicated that there has been no change to pt treatment attributed or connected with this event.